Event description:
Pt on ventilator at the following settings: tidal vol 760, rate 6, fio2 .60, peep 5cm, ps 15cm. Had been at same settings throughout night without difficulty. Hosp went to auxiliary power for routine generator load test. Ventilator switched off. Nurses immediately ventilated pt with ambu bag. No injury to pt. Attempts made to restart machine, unsuccessfully. Machine replaced. Biomedical engineer ran instrument 96 hrs and could not duplicate failure. Replaced old style ribbon cable/connector which, per MFR, has caused shutdown on another vent. Unit did not have an event detection and recording device; one was installed for future failures.